Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument hinge broke, and a piece fell inside the patient. The entire piece was retrieved, and the user completed the procedure with no further issue reported. The initial report indicated that there was no requirement for additional testing to locate any remaining fragment. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a missing distal pulley. The broken piece was not returned for evaluation. As part of investigation, further inspection identified a broken grip cable at the distal end due to component failure and discoloration near the base of both grips due to improper reprocessing methods. Both of these additional observations were unrelated to the primary issue. The complaint regarding the issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that there were fragments that fell into the patient and that they were successfully retrieved. The reporter did not know how the fragments were retrieved, but stated that there were not any post operative tests and that the patient did not need to return to the hospital for any post-surgical complications. The reporter did not know the cause of the delay or how the procedure was completed. The reporter does not know what task was being performed when the foreign object fell or how long the instrument was in use prior to the issue.

Event description:
Refer to h10/h11 for follow-up information.